Event description:
Customer called stating her insulin pump alarmed no delivery when she was changing her infusion set. She rewound the device and it alarmed no delivery again, followed by a motor error alarm. Customer's blood glucose level is 187 mg/dl. The motor error occurred during manual prime. There were no significant events leading up to the alarm. The device was not exposed to a magnetic field. Customer does not use the sensor feature. He is able to rewind the device. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion and prime tests. The insulin pump received stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Minor scratches on lcd window, cracked display window corners and cracked reservoir tube lip. No error alarm on alarm history screen.